Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "faulty upstream occlusion error" was confirmed. The device was sent for upstream occlusion initial flow test and it passed. A review of the event history log revealed multiple occurrences of "upstream occlusion!" Alarms, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream sensor values out of specifications. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a faulty upstream occlusion error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.